Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 319 mg/dl. The customer states they were able to clear the alarms. The customer stated that self test did not pass. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected hardware low-level failures alarms noted during testing however, hardware low-level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The insulin pump was monitored for two (2) days while connected to the test sensor and plug. No unexpected can not find sensor signal alarms or additional sensor related errors/alarms occurred during testing.